Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿caution: this product contains natural rubber latex which may cause allergic reaction. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." (B)(4). The device was not returned.

Event description:
It was reported that the catheters were "brown" compared to the other catheters the patient received from another company. The patient believes the coloring on the catheters caused a uti. The patient was seen by doctor who prescribed antibiotics.